Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular lead exhibited diaphragmatic stimulation. This lv lead was explanted and replaced. No additional adverse patient effects were reported.